Manufacturer narrative:
The explanted ipg was not returned to bsn as this was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient underwent an ipg revision wherein the physician elected to replace the ipg. The patient was doing well postoperatively.